Event description:
Eclipse homepump model #e101000, lot # 0202450661 was filled with 0.9% sodium chloride, then daptomycin 400 mg for a concentration of 400 mg/50 ml. Upon replacing the port to the add-port, a gray-brown material was noticed along the thread of the add-port.